Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that an apparent significant opacification of the right iol implant. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.5., e.1., h.3., h.6., and h.11. The product was not returned. A photo was provided. A clinical review was conducted for the photo. This was a photograph of an aciol with a slit-beam through a dilated pupil. There is significant reflection of the image making it difficult to see fine detail. There appears to be microcystic opacifications within the iol of low grade. Additionally, there appears to be anterior opacification around the periphery of the iol. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned, no identification was provided. Not enough information was provided for further investigation. A clinical review was conducted for the photo. This was a photograph of an aciol with a slit-beam through a dilated pupil. There is significant reflection of the image making it difficult to see fine detail. There appears to be microcystic opacifications within the iol of low grade. Additionally, there appears to be anterior opacification around the periphery of the iol. This photograph appeared to show glistening. Iol glistening refers to tiny, fluid-filled pockets (microvacuoles) that can form inside intraocular lenses (iols) after cataract surgery, especially in hydrophobic acrylic lenses, causing light scattering, glare, and potentially affecting vision quality, though often only a small amount is clinically significant. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received via photo review stating that this was a photograph of an aciol with a slit-beam through a dilated pupil. There is significant reflection of the image making it difficult to see fine detail. There appears to be microcystic opacifications within the iol of low grade. Additionally, there appears to be anterior opacification around the periphery of the iol. This appears to be a photograph of iol glistening. Iol glistening refers to tiny, fluid-filled pockets (microvacuoles) that can form inside intraocular lenses (iols) after cataract surgery, especially in hydrophobic acrylic lenses, causing light scattering, glare, and potentially affecting vision quality, though often only a small amount is clinically significant.